Manufacturer narrative:
The patient's medical records were received and a clinical investigation was completed. The clinical investigation concluded that it is most likely the patient's peritonitis was a result of touch contamination. The patient admitted to not performing his hand washing technique properly and on the day he was admitted to the hospital, he disconnected himself from the cycler with the end of his catheter exposed. There was no report of malfunction or the device being out of specification. The lot number of the cycler set was unknown, therefore no evaluation of the device or companion samples were investigated. If further information becomes available, a supplemental report will be submitted. The incident of peritonitis was originally reported under the patient's liberty cycler in MFR # 2938568-2014-03632. Upon follow-up, it was determined the patient's peritonitis was due to touch contamination from tubing set, therefore, a supplemental MDR is being submitted against the patient's liberty cycler set.

Event description:
The peritoneal dialysis (pd) patient's medical records revealed that the patient was hospitalized from (B)(6) 2014 for touch contamination acinetobacter calcoaceticus peritonitis. The patient received intra-peritoneal tobramycin, intra-peritoneal heparin due to fibrin in the pd fluid, and cipro orally twice a day for two weeks. The patient was seen in the clinic following the peritonitis event, and the patient admitted that he sometimes skips the hand washing or hand gel steps in the exchange. The patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues and the signs and symptoms of peritonitis have resolved.